Manufacturer narrative:
Concomitant devices: 300-01-13 - equ, hum stem primary, press fit 13mm (B)(6), 320-10-00 - equ rev tray adapter plate tray +0 (B)(6), 320-20-00 - eq rev torque defining screw kit (B)(6), 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm (B)(6), 320-35-01 - small glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-32-36 - exp glen, 36mm, for small reverse (B)(6). The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years and 2 months post the patient's previous revision surgery, the patient dislocated their shoulder and was revised. The liner was exchanged to a constrained 36mm. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.